Event description:
The customer reported that, "on (B)(6) 2015, the fc alarm setting was set at 80 for low frequency. When the doctor came into the room with bed 16, the patient was at 60 and the monitor not sounding." No patient harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that, "on (B)(6) 2015, the fc alarm setting was set at 80 for low frequency. When the doctor came into the room with bed 16, the patient was at 60 and the monitor was not sounding." No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.